Event description:
As reported through the partner 1 clinical study, 27 days post transaortic heart valve replacement (tavr), the patient experienced embolic strokes to the thalamus and midbrain, leading to stupor, aphasia, skew, and right hemiparesis. The strokes were described as likely cardioembolic from either vegetation or thrombus, given that they occurred in multiple vascular territories. Following the event, a transesophageal echocardiogram revealed that the sapien valve appeared well-seated and leaflet excursion appeared normal. No discrete vegetation was seen; however, there was an echolucent area posterior to the prosthesis through which 2+ paravalvular aortic regurgitation was observed, which was described as possibly representing localized postsurgical dehiscence due to infection.

Manufacturer narrative:
The device history record review of the effected sapien valve shows the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Per the instructions for use, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. Although the exact cause for the reported event cannot be confirmed, the patient's co-morbidities (i.e. Htn, afib, diabetes, high cholesterol) and increasing age could have contributed to the event. No further actions are possible at this time.